Manufacturer narrative:
(B)(4). Batch # unk. Date of event: unknown. Investigation summary: according to the information received, the reported event for the gst60b device was suspect diversion this is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a tyvek indicates the t41u12 lot number which is not found in our quality tracking system. Additionally, the artwork print on the tyvek was reviewed and compared with authentic package artwork and did not match the artwork print due to several inconsistences noted on the printed and does not complies with j&j standard. Based on the photo review the event describe is confirmed, hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.

Event description:
It was reported that the product from parallel import that affects patients safety. No patient consequences reported. No further information is available.